Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and unexpected battery power loss. The customer reported blood glucose value of 370 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-342, mmt-441ag, mmt-1884. Troubleshooting was performed and confirmed customer received the reported issue unexpected battery power loss. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. Customer does not feel ok to troubleshoot. No further patient complications were reported. Customer was advised to discontinue using the device. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-441ag. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed low battery alerts on the event date of 12/04/2024 at 10:47:00.000, 11/15/2024 at 16:41:00.000, and on 10/28/2024 at 01:09:00.000. Pump delivered 220 bolus deliveries on the event date of 12/04/2024 at 00:29:49.000 to 23:56:31.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage was confirmed found isolated to the battery tube. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.